Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (272 mg/dl), and small ketones. The customer requested assistance turning on the carbohydrate feature. Tandem technical support guided the customer through turning the carbohydrate feature on. Customer delivered a bolus to address elevated bg levels.